Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent an initial right total hip arthroplasty on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to infection. The femoral stem and modular head were removed and replaced. During the procedure, the cone trial body would not separate from the definitive implant. While trying to remove the trial body from the stem, the stem came out with the body still attached. As a result, the surgeon reamed the femur further and implanted a larger size stem.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-03438 / 03439).

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Product left conforming to print as there was no evidence that states otherwise. No visible defects that would prevent proper function were detected on the returned cone trial instrument. The part was assembled and disassembled to a stem implant according to the surgical technique to simulate clinical use. The cone trial functioned properly and no issues were identified. The distal stem implant was not returned with the trial; therefore, a complete evaluation of both parts included within the complaint could not be performed. Based on these results the complaint is considered unconfirmed.